Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a post-operative device interrogation, the patient had decreased r-wave amplitude of 2.3 mv to 1.3 mv. The patient was discharged with no intervention preformed on the device. Several weeks later the patient returned for a post-implant device clinic follow up and had device interrogation performed showing the r-wave amplitude stable at 4.9 mv. The device remains in use. The patient was a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.